Event description:
At follow-up, the device could not be successfully interrogated despite normal troubleshooting. The patient previously had radiation therapy and a CT scan over the device. A ram dump could not be retrieved from the device. Device explant was recommended. On (B)(6) 2012 - all available information suggests the device remains implanted.

Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing scratches and burn marks on the pacemaker housing. It is reasonable to assume that these burn marks resulted from a surgery tool. The pacemaker was subjected to an electrical incoming inspection. An initial interrogation was not feasible. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in dual chamber mode. Next, a reset was performed which led the device to switch into safety backup mode as expected. However, the pacemaker was still unable to be interrogated. Only after multiple attempts was the pacemaker able to be interrogated. The pacemaker was opened. The visual inspection of the inner assembly showed no anomalies and the battery was found to be sufficiently charged. Subsequent thorough investigations revealed no indication of a device malfunction. The electronic module and particularly the magnetic switch did not show any deviations. In summary, during analysis, the clinical observation was confirmed. Only after multiple attempts was the device able to be interrogated. Despite a thorough analysis the root cause for this observation was not determinable. However, the electronic module and particularly the therapy functions were fully functional.